Manufacturer narrative:
Reference MFR. Report # 3004209178-2016-18213 regarding issues the patient experienced with her current implantable neurostimulator. Additional review indicated that the information regarding the implantable neurostimulator working perfectly, vibration when leaning against a machine to provide leg circulation, loss of stimulation a couple of days later, feeling bad, having to pee all of the time, the device ¿kicking in¿ when she had to go to the bathroom, and not being able to pee with the setting turned up was related to a different device and not the device included in this report. Reference MFR. Report # 3004209178-2016-18213. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient had her device for eight years and she didn¿t feel stimulation with it at all. She was getting 50 percent symptom relief with the device, but just didn¿t feel stimulation since implant. The patient¿s bladder was acting up and was ¿in a flare¿, and an event date of (B)(6) 2016 was noted. The patient noted experiencing a loss or change of therapy. Per the manufacturer¿s device registration system, the implantable neurostimulator (ins) was replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their bladder was acting up and was "in a flare" on (B)(6) 2016. The patient indicated that they could not feel stimulation and never feels stimulation. Patient services could not troubleshoot the device due to the patient not being near the programmer. Two months later,the patient further reported that her stimulator worked perfectly for her and was feeling a lot of stimulation. She did not have to go to the bathroom as frequently. It was indicated that she visited her mother in the hospital and sat on the bed near a machine that goes around the legs to squeeze the leg to provide circulation. She was sitting right next against it and it leaned against her stimulator. She noticed vibration from the machine and moved away from it. After a couple of days, she noticed she was not feeling stim as she used to with her device. She has been feeling bad and was going to the healthcare provider to get medicine put in her bladder to see what was going on. Patient stated either her bladder was in ic blare or her machine was not working as good. She was having to pee all the time and stopped feeling stim sensation. Patient stated the stimulator she had for 8 years, she did not feel stim at all but with this stimulator she felt stim a lot. She likes it because it seem ed to be working and felt so much better with current stimulator than she did with the last one. She was getting 50% symptom relief with last stimulator but just did not feel stim since implant. Patient stated with current stim, she felt stim and did not have to pee all of a sudden. Since, she had had this current stimulator,¿ if she feels like she has to go to the bathroom, all of a sudden the device would kick in and she would feel pulsing and that sensation prevents her from going". Patient stated this is how she had it since recent implant and she likes that. She checked the implant and it was on. She turned stim up 2 notches and that seemed to help her but could not pee the following day then she had to turn stim back down. The patient was implanted for urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.